Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter on the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter on the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
A DHR review was conducted, and no issues were identified. There was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.